Event description:
The surgeon performed a medial unicondylar knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. After cutting the femur and inserting the femoral trial, the surgeon observed that one femoral implant peg hole was burred shallower than planned. Also, the keel cut was not able to be burred using the rio. As a result, the surgeon manually corrected the hole and keel and was satisfied with the final alignment of the components.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The evaluation concluded that a femoral bone array shifted after the surface cut and before the post holes were burred, which is a risk documented in the application's instructions for use. The results of this investigation were discussed with the mps at the case to promote the recommended troubleshooting steps and prevent occurrence of a similar event.